Manufacturer narrative:
(B)(4). The sample was received for evaluation on (B)(6) 2011. An actual sample was received for evaluation. A visual inspection of the sample revealed the tubing was separated from the male luer lock and there is a hard solvent ring on the tubing. The reported condition was confirmed. Although the condition was confirmed, the root cause was not identified. A batch review could not be completed as the lot number was not provided by the customer.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
The customer reported to baxter (B)(4) an interlink system catheter extension set in which the tubing separated. According to the report, the tubing got entangled with a comforter during administration via central vein of right groin, and as a result it separated. The condition occurred during patient use. There was no patient injury or medical intervention associated with this complaint. No additional information is available.